Event description:
Information was received indicating that the tubing spike of a smiths medical cadd administration set was breaking off and medication was draining into the carry pouch. Patient was on continuous milrinone or dobutamine infusion with 300-700 ml of fluid running over 7 days. No patient consequences were reported. No adverse effects were reported.